Manufacturer narrative:
The customer reported experiencing an issue with a xenon lamp in the system. The company service representative examined the system but did not indicate replicating the reported event. The xenon lamp was replaced. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on september 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had a lamp issue. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.